Event description:
The customer discontinued use of the homechoice (hc) because they were transferred to hemodialysis. During testing baxter determined that the device failed rite (returned instrument test/evaluation) testing due to: therapy monitored volume failed performance spec.

Manufacturer narrative:
(B)(4). The assignable cause for the return instrument test/evaluation (rite) failure - volumetric accuracy was determined to be deteriorated piston foam. The piston foam were replaced with the test articles. The device then passed accuracy confirmation and temperature verification tests. There were no problems found during an internal inspection. A review of the device history record revealed the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported condition. The device was forwarded to service for corrections. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4) - the device has been received but the evaluation has not yet been completed. A follow-up report will be submitted upon the completion of baxter's investigation.